Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a male patient underwent an ultrasound-guided prostate biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported that the device needle was bent and failed to collect tissue while shooting the inner needle. It could only fire and the needle was difficult to remove from the patient's body. The procedure was completed using another device. There were no patient reported injuries.